Manufacturer narrative:
No patient involvement. The device has not been returned to the manufacturer. Therefore, the lot # is not available. Mfg date is dependent on lot#. Device has not been replaced/returned.

Event description:
A medtronic representative reported that the set screw on the spine clamp was worn. They were unable to tighten the clamp due to this issue. Issue detected prior to surgery. No patient present.